Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had experienced shocking sensation and pain at the pocket site. The patient underwent a revision procedure wherein the ipg pocket was repositioned. The patient was doing well postoperatively.